Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had broken. (B)(4).

Event description:
It was reported during coil delivery, resistance encountered. The physician decided to remove the coil and it prematurely detached. No patient injury reported.